Event description:
It was reported that during a cholecystectomy procedure, a small piece of metal fell out from the jaw when the trigger was grasped. The piece was retrieved and will be returning with the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken advancer, malformed clip. The analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and ejected the remaining clips due to the advancer condition. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Finally, the device locked out as intended but the orange indicator did not show up completely. A batch record review was performed and no anomalies were found during the manufacturing process.